Event description:
When accessing the vein with the jelco it has been noted on more than 3 occasions that upon entering the vein the valve/hub leaks blood around it. When the needle/guide removed the blood flow stops.